Manufacturer narrative:
The scene and device were investigated with a company hired expert present. The fire chief that investigated the scene was interviewed and provided the following information: they determined that there was no failure in the oxygen concentrator causative of the fire. The deceased was an (B)(6) alcoholic who smoked while using the oxygen unit. The deceased was living in the current apartment because of a fire in his previous residence, he was found lying in front of his recliner in the living room. He was still alive when he was found, the recliner where he was found had numerous burn marks on the underside of the cushion from prior smoking incidents. There were numerous cigarette butts, cigarette packs, and alcohol containers throughout the residence. The conclusion of this investigation was that there was no evidence to support a failure in the oxygen concentrator as causing the fire.

Event description:
The company was informed on april 8, 2016 of an alleged incident that occurred on (B)(6) 2016. The alleged incident was described to the company as follows: "patient has passed away in a fire due to smoking on oxygen...the fire chief from (B)(6) stated the root cause was the client smoking while wearing the nasal prongs." The concentrator is currently in quarantine with the fire investigator. The company is attempting to have the unit returned for testing.

Event description:
The company was informed on (B)(6) 2016 of an alleged incident that occurred on (B)(6) 2016. The alleged incident was described to the company as follows: "patient has passed away in a fire due to smoking on oxygen...the fire chief from (B)(6) stated the root cause was the client smoking while wearing the nasal prongs." The concentrator is currently in quarantine with the fire investigator. The company is attempting to have the unit returned for testing.